Event description:
This is a spontaneous case report received from a physician in united states on 26-oct-2015 which refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) on (B)(6) 2015. Result and assessment of the product technical complaint investigation received on 12-nov-2015. Healthcare professional (hcp) did essure but perforated through cornua. On laparoscopy, tube was scarred by endometriosis and device was laying in abdomen. Seemed to go into tube but when deployed the coils were gone. Hcp stated it went away into tube and then coiled back onto itself to scarring and through the cornua. Hcp said he removed device laparoscopically, released it and there was too much scarring and believed he pulled out too far, got insert out and put clips for tubal ligation. Patient was okay. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, the device perforated through cornua. A laparoscopy was performed; the device was removed from abdomen and patient underwent a tubal ligation. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, physician stated patient's tube was scarred by endometriosis. This concomitant condition could have been a contributory role in the reported device insertion complication (uterine perforation). However, considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Since device removal was required (laparoscopy performed); this case is regarded as incident. Based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event is not indicative of a quality deficit per se. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event and quality defect. Further information is expected.

Manufacturer narrative:
Follow up information received on 01-feb-2016: follow-up attempts were done with no response to date. Follow up information received (essure uterine/tubal perforation questionnaire) on 08-feb-2016: the patient had no abnormal findings prior to the essure insertion procedure. She had no previous gynecological problems or procedures. During the insertion, which was done under general anesthesia, cervical dilatation was applied. The procedure was considered easy with easy visualization of tubal os. It did not take more than 20 minutes and the fluid loss was not greater than 1500cc. An intraoperative x-ray was performed and confirmed essure incorrect placement. The devices were removed via laparoscopy, the device was in abdomen. The physician was unsure if the essure caused/contributed to the patients condition; he reported the tube appeared scarred and essure could not pass. Filsie clips were successful placed. No hysterectomy or salpingectomy was necessary. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, the device perforated through cornua. A laparoscopy was performed; the device was removed from abdomen and patient underwent a tubal ligation. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, physician stated patient's tube was scarred by endometriosis. This concomitant condition could have been a contributory role in the reported device insertion complication (uterine perforation). However, considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Since device removal was required (laparoscopy performed); this case is regarded as incident. Based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event is not indicative of a quality deficit per se. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event and quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs